Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer confirmed the leak from the cap piercer. Service replaced the 3 way valve and that resolved the leak. Instrument software version is 5.4.08. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leaking cap piercer on their unicel dxc 600 pro system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.